Manufacturer narrative:
The event occurred at (B)(6) university hospital. The referenced stroke with subsequent death is covered under medwatch MFR # 2916596-2016-02233. (B)(4). Approximate age of device ¿ 14 days. Device evaluation a correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The pump was returned with the sealed inflow conduit (inlet tube, flex section, and inlet elbow) attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed a small deposition adjacent to the bearing ball within the proximal side of the outlet stator. Its non-laminated structure and lack of denaturation indicate that this deposition did not likely form in the outlet stator. Additionally, this deposition was not adhered to the device and there were no contact marks at the distal end of the rotor to suggest that it was present in the outlet stator while (B)(4) was supporting the patient. The origin of this deposition and the duration which it was within the pump could not be determined. Furthermore, an association between this deposition and the reported event could not conclusively be established. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The device passed all electrical and functional testing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a hemorrhagic stroke and expired on 2016. During the evaluation of the returned pump, a small deposition was found within the proximal side of the outlet stator.